Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the optic of an intraocular lens (iol) broke as the surgeon was wanting to get it into the cartridge. Additional information was requested.

Manufacturer narrative:
Additional information provided d.10., g.1., g.2., h.3., h.6., and h.10. The product was returned. Blood and solution is dried on the lens. Haptic and optic damage was observed. All product and batch history records are quality reviewed prior to product release. A qualified associated product was indicated. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: 2019-95116.

Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).